Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#- (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The initial inspection showed that the motor and gears were running rough. The calibration was out at zero setting only and the control bar was in the correct position. Tier ¿ the motor and gears were replaced along with the bearings and thickness adjustment lever. The device was tested and calibrated. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that a zimmer air dermatome was returned for annual/preventative maintenance. During investigation, it was discovered that the motor was running 'rough.' No adverse events were reported as a result of this malfunction.